Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that during unpackaging of the 4.0x28mm vision stent delivery system (sds), the stent implant dislodged; thus the sds was not used. Reportedly, there was no resistance noted during removal of the protective sheath or stylet. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new vision sds was used to successfully complete the procedure. There was no additional information provided.